Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition. A review of the event history log did not detect any alarms. Use testing confirmed the reported issue, the alarm was very low when the device was powered up. The cause of the issue was due to the front housing piezo - it was unknown what caused this issue. Based on the evidence, a root cause was unable to be confirmed.

Event description:
It was reported that the smiths medical device had barely audible alarm volume. No injury was reported.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes. Additional information was received indicating this observation occurred during preventative maintenance testing. There was no patient involvement.